Manufacturer narrative:
Information was received indicating that the event occurred during testing. No patient was involved.

Manufacturer narrative:
One cadd solis vip pump was received with scratches and cracks on the lcd lens screen. The event history log was reviewed and there were multiple "cassette not attached properly" messages. A functional check was performed by attaching a cassette and the issue was unable to be confirmed. The pump passed functional tests. The cause of the issue was unable to be determined, but the downstream occlusion sensor (dso) sensor will be replaced.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a "cassette not attached properly, reattach cassette" error. There was no reported adverse event.